Manufacturer narrative:
(B)(4). Date sent: 1/2/2024. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were the reports of wound dehiscence, mentioned in this file, reported? If no, please report each patient/ issue separately and reference this pc of (B)(4). If yes what are the product complaint numbers? Was there any patient consequences to this patient (B)(4)? If yes, what? This report has 1 device that had an issue and 1 device that is being returned with the device used. What is the issue with the 2nd device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a tep procedure several staples came loose when the plaster was removed, which posed a considerable risk to the patient.

Manufacturer narrative:
(B)(4). Date sent; 1/25/2024. Additional information was requested, and the following was obtained: were the reports of wound dehiscence, mentioned in this file, reported? There was no wound dehiscence, but the staples fell out when the plaster was removed. Was there any patient consequences to this patient (B)(4)? If yes, what? No, when the staples fell out, the wound was already so closed at that stage that nothing else happened.